Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failed and unable to recover or pop out with grinding clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no failures on the cubie. The system functioned as intended after the field service engineer investigated this incident.